Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -18.0/+6.0/x141 diopter, in the patient's right eye (od). The lens was explanted on (B)(6) 2015 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Corrected information: the lens was explanted due to low vaulting and lens rotation. The lens was exchanged on (B)(6) 2015 for a longer lens and the problems was resolved. The patient's post-op best-corrected visual acuity was 20/20. (B)(4).

Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the lens haptic broken and bent. (B)(4).